Event description:
Lot: 2339320. Catalog: 320468. Date of event: unknown. Samples: yes. I sent my first email requesting the consumer call in regarding product complaint. (B)(6). From: (B)(6). Sent: saturday, may 17, 2025, 9:31 pm. To: (B)(6). Subject: fw: poor quality syringes. From: sent: 5/16/2025 2:09 pm. To: (B)(6). Subject: poor quality syringes. Hi there, I have purchased a package of bd insulin syringes which are of very poor quality causing me to waste 2 injections out of the use of 2 syringes. When injecting the dose the plunger completely stops. My options are to either push incredibly hard (which is not an option) or waste the dose. Obviously, I have gone and purchased another set of syringes to replace these. And unfortunately, due to the (B)(6) I wasted on the two doses of medication. Having to stab myself multiple times and moving the needle so much while in me to try and get the plunger to move. I will never buy bd syringes again and will definitely not recommend them to others. I will attach a pic of the lot number in case it is just a poor-quality batch that should be pulled.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.